Event description:
Device 2 of 2: reference MFR report #: 3006705815-2017-01514. Follow up revealed that the patient underwent surgery on (B)(6) 2017 wherein both of the leads were explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report #: 3006705815-2017-01514. It was reported that the patient¿s leads migrated which caused the incision to retract. Surgical intervention may be pending to reimplant the leads.